Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that when the patient was in the clinic, an active driveline fault alarm since at least (B)(6) 2017 on the system controller was observed. Pump stoppage events on (B)(6) 2017 that lasted approximately 2 seconds were also observed. No clinical symptoms were reported. Per technical services, from review of the submitted log file, the driveline fault and pump stoppage events could have been an indication of a driveline short-to-shield. The reviewed x-ray did not reveal any obvious damage to the driveline. Some degradation of the metal braided shielding internally was observed. A system controller exchange was performed in the clinic which reportedly cleared the driveline fault alarms. The patient was sent home with an ungrounded patient cable in case there was a small short-to-shield.

Manufacturer narrative:
It was reported that there have been no further problems. The system controller log files will be assessed at the next follow up visit to see if there is any development in driveline (dl) damage and decide on plan of care. The reported events of driveline fault and motor stoppage events were confirmed through the analysis of the system controller log files. The returned system controller passed functional testing using manufacturer¿s laboratory equipment and was able to support a mock circulatory loop for an extended period of time and the driveline fault alarm was not reproduced. The root cause of the driveline fault alarms captured in the log files and the motor stops could not be conclusively determined. Although the root cause could not be determined during the investigation, the driveline fault alarm could indicate a possible issue with the percutaneous lead. It was reported that there have been no further problems. The system controller log files will be assessed at the next follow up visit to see if there is any development in driveline (dl) damage and decide on plan of care. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.